Manufacturer narrative:
The problem may be caused by an inappropriate usage. While encountering to dense bone, the surgeon should use the tibial peg drill to make four pilot holes before positioning the tibial tower onto the tibial baseplate trial, otherwise the device breakage might happened. On the other hands, the device manufacturing manner of the spike part has been revised from one-piece machining to welding to further enhance the device strength.

Event description:
After punching for the tibial keel, dr. Removed the tibial tower from the tibial plateau. Once removed and inspected, it was noted that one of the tower spikeshad broken. It was located in the tibal plateau and removed using a kocher clamp. There was a 1- minute delay to the case, and the patient was unaffected, and the case was completed successfully.